Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 226729619 was returned and analyzed. Visual inspection of the loop segment area showed the loop was detached with the eight electrodes and stuck inside the tightened introducer. The loop was damaged near all electrodes. Inspection also identified broken ECG wires at the same location of the previous damaged. Visual inspection of the pebax segment area showed the pebax tubing was kinked and ribbed along the entire length from the shaft joint. Visual inspection of the pebax segment area showed the pebax tubing was stuck into the introducer and the pebax tubing was damaged. The mapping catheter introducer was received tight and this could have caused the pebax tubing previous damage. Visual inspection of the electrodes showed the electrodes 1,2,3,4,5,6,7 and 8 were displaced from its original location. The user may have experienced insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was broken at the proximal end. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter failed the returned product inspection due to the following; tip and loop section was stuck inside introducer due to tightened torquer; a broken/detached introducer was observed at the tubing proximal end; a ribbed material was observed on the pebax tubing; a displaced electrode was observed on the loop of the pebax tubing; a detached electrode/loop condition was observed at the loop segment; the wires were broken inside the loop segment area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an unknown mechanical issue with the mapping catheter occurred. The mapping c atheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
**UDI related data quality updates only**   corrected: d4 (provide complete UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.